Event description:
Additional information was received. It was reported that there was no reported delay to procedure. The issue occurred right after registration and it happened twice. The system restarted on its own and after the second time they were able to continue the case.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated for 9735787 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. Codes b01,c19,d14 are applicable. H3,h6: a hardware analysis was initiated for 9735773 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The battery was tested (52.26v) with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. Codes b01,c19,d14 are applicable. H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and batter were replaced. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c02,d02 are applicable. Additional info: b5 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had two unexpected shutdowns during surgery. The site was able to reboot the system to attempt to continue. The medtronic representative (rep) had the site move from a boom to a normal outlet, but they had the same result. A patient was present. The probable cause was suspected to be the ups and battery.

Manufacturer narrative:
Brand name ; product ID 9735787 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735773 (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.